Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing noise. The patient was brought in for testing and noise was seen in primary and alternated sensing vectors when the patient was moving. The physician programmed the s-ICD off and the patient was hospitalized due to concern over an electrode fracture. A revision procedure was planned for a date in the near future. At this time the electrode remains in service. Additional information was received that the electrode was explanted for the fracture and successfully replaced. No additional adverse effects were reported.